Manufacturer narrative:
H3: product ID 97755, serial#(B)(6). Product type recharger was returned and the analysis shows that high reading na low reading na white arrow is rubbing off. This does not impact on the functionality of the recharger. No device found message seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are unable to get their stimulator to work. Patient (pt)  stated that they have an MRI scheduled tomorrow. Patient stated that they were instructed to have their device fully charged. Patient keep getting message device was not recognized. Agent had the patient reset the controller and start recharging session. Patient was routed to passive recharge and eventually was able to recharge with controller battery at 90% and implantable neurostimulator (ins) at 30% recharging excellent. Patient made a comment that device hasn't been working and never got to the right screen. When agent clarified patient said it was not charging and performing for a year now and they did not contact manufacturer not until today since they need an MRI. Agent reviewed MRI mode and advised to allow the ins to charge (ins increment to 40% before ending the call). Pt called back stating they could not get the ins to recharge for they still had trouble. Pt had an MRI appointment tomorrow and postponed it for a week. Pt noticed their recharger(rtm) cord was frayed and hot wires burned their skin (pt verified it felt hot, did not burn them). Agent closed case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.